Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. Three separate accuracy tests were performed to test the device. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. It's recommend an expulsor assembly to be replaced to bring the delivery accuracy closer to nominal of a range.

Event description:
Information was received indicating that the cadd legacy 1 pump failed the accuracy test by 7.05%. There was no patient involved.